Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak at the bottom of the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) replaced the diff sample tubing that was leaking, and the repair was verified per established procedures. Blood and diluent may be present at the reservoir during operation and cleaner during shutdown. The cause of the leak was attributed to the diff sample tubing that needed to be replaced.

Manufacturer narrative:
(B)(4).